Event description:
It was reported that "an expired cement (expiry date = (B)(6) 2016) was implanted into a patient during a procedure." The surgeon wants to confirm if there is any potential risk for the patient.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment; result: device history review indicated all devices accepted into final stock met specifications. Device evaluation could not be performed as no items were returned. Complaint history review indicated there have been no other similar complaints for this reported lot. Conclusion: the probable root cause is user error.

Event description:
It was reported that "an expired cement (expiry date = 30/09/2016) was implanted into a patient during a procedure." The surgeon wants to confirm if there is any potential risk for the patient.